Event description:
Information received indicates the bed will not go into trendelenburg position.

Manufacturer narrative:
The technician found the trend solenoid would not engage. The technician adjusted the solenoid to repair the bed.